Manufacturer narrative:
Ees#.975284-a. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, not returned; damaged guide face, no; damaged knife, no; damaged other, no damaged staple pockets, no; damaged trocar, no, missing parts, anvil; staples present/location, no and tissue present/describe, no. Analysis conclusion: based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned without the anvil. As the anvil was not returned, further functional testing could not be performed. Therefore, it could not be ascertained as to why the instrument reportedly would not fire. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a simoid resection the cdh29 stapler would not fire. No other details given. There was no consequence to the pt. 09/02/97 the rep states there is no other available info.